Manufacturer narrative:
The customer did not return any materials for investigation. The customer did not supply lot number information for the test strips used in the event, so lot-specific retention testing was not possible. A routine retention testing process has been implemented. Valid retention results are available in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. In general, for cases in which the inr value is above the therapeutic range but <5 inr with no bleeding present, the common practice is to withhold one dose of warfarin and to re-check inr within 24-48 hours. The decision to treat the customer with vitamin k cannot be assessed without additional clinical information.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of a questionable inr result on coaguchek xs meter with serial number (B)(4). The customer obtained a result of 2.1 inr with the meter. Later that day the customer went to the hospital complaining of migraine symptoms unrelated to her inr or the meter result. The laboratory tested her inr with a result of 4.1 inr using an unknown reagent. The laboratory test was 6 hours after the meter reading of 2.1 inr. The physician considered the result from the meter inaccurate. The customer was given a vitamin k injection, and her warfarin was held for a day. The customer's therapeutic range is 2.0-3.0 inr. The customer is not anemic, does not have anti-phospholipid antibodies, and is not on heparin or direct thrombin inhibitors. The customer has factor v leiden disease. The meter and test strips have been requested for investigation.

Manufacturer narrative:
The customer did not return the test strips for evaluation. The customer returned the meter with serial number (B)(4). The meter was tested with retention strips and qc material: qc #1: 2.5, qc #2: 2.4. The qc values were in the allowed range for the combination master lot strip lot - qc lot. (2.2-3.4 inr). None of the measurements generated error messages. No dosing errors were observed. None of the patient's treatments/medications are currently known to interfere with the accuracy of the test results. The meter's memory was analyzed. The memory did not contain the result of 2.1 inr for (B)(6) 2017 that was alleged by the customer. The strip lot used by the customer is unknown. The manufacturer routinely tests retention material of all strip lots available on the market.